Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose (bg) level was impacted (270 mg/dl). Customer treated bg level by delivering a correction bolus via the pump.